Event description:
Customer reported that he has to call the paramedics and was hospitalized due to low blood glucose. The blood glucose reading was 31 mg/dl at the time the paramedics arrived. Customer stated that his basal rates settings needed to be change as they are too high for his current physical state. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.